Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: foreign country: (B)(6). The manufacture representative went to the site to test the imaging system. The reported issue was confirmed and the fuses were replaced. The fuses were discarded at the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) fuses were blown. No patient was present at the time of the event.